Event description:
On 1/22/82, rptr had bilateral reconstruction of the chest wall with high profile 240 cc silicone gel prosthesis placed subpectorally. Rptr has no further info on these implants. The implants were implanted to replace previous implants that encapsulated. Within a short period of time these implants began to harden and migrate upward despite the recommended downward massage. They soon became convoluted, deformed, extremely hard and very painful. These also, in less than eight months, had to be replaced. Having had seven sets of implants, rptr wonders what the level of silicone in her body would be if there was a test to detect the substance. In the almost 13 yrs since her first breast surgery at age 40 there has not been one day that rptr has been completely pain-free. The emotional scarring is equally evident. In addition to the pain and trauma of five (soon to be six) surgeries and the everyday pain and discomfort in the breast area, rptr has slowly developed other problems that she feels are directly related to these implants. These include severe muscle pain, numbness and tingling in the extremities and ever increasing joint pain and stiffness. But by far the most painful is a recurring raw feeling that can and does appear on any and all parts of her body for varying lengths of time, sometimes wks. She is currently taking orudis, a newer anti-inflammatory drug and flexeril, a muscle relaxant, which rptr has taken for several yrs with a limited amount of success. (Also see mw1001287, 1001289 and 1001290.)